Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a discrepancy of more than 30 units as the pump showed 140 units instead of the anticipated 240 units. There was no adverse impact on the customer's blood glucose level. The customer continued using the same cartridge, confident that she had more insulin than what was displayed. Technical support advised the customer to call back for further troubleshooting if the issue recurred. Follow-up attempts were made to educate the customer about static fill estimates, and she was directed to sales for the renewal process. Ultimately, a final follow-up email was sent, and the case was closed after all follow-up efforts were completed.